Event description:
It was reported that patient presented remotely via merlin.net and clinic follow-up with oversensing noise on the right ventricular (rv) lead. No changes or interventions were performed; the lead will be monitored. The patient was stable throughout.